Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. A crack in the lens was confirmed. Complaint trending for this event will be performed per (B)(4). Refer to attached complaint test form. No absence of original material was detected.

Event description:
It was reported that during a wrist arthroscopy when the protection cap was removed a crack in the lens was noticed. However the device was used to finish the surgery successfully. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.